Manufacturer narrative:
The customer reported that the IV infusion set appears to be leaking from under drip chamber. One sample of material number 2426-0007 was received for quality investigation. Visual examination of the infusion set was initially conducted. The end male luer connector appears to be broken at the tip of the male luer connector. There were no further indications of visual damage on the sample. The infusion set was then connected to an infusion bag filled with water and a simulated infusion was conducted to locate the reported leak under the drip chamber. The simulated infusion was conducted at an infusion rate of 10ml/hr for 2 hours and another simulated infusion was conducted at 8 ml/hr for 2 hours. There was no indication of leakage from the infusion set or at the distal male luer connection. The infusion set was then left filled with fluid and allowed to hold water for 24 hours in order to determine if the set would allow for slow leakage. Additionally, the broken male luer connector was connect to a sample extension set in order to test if the connector would allow for leakage. There was no leakage from the infusion set. The reported failure could not be replicated. The customer complaint of leakage could not be verified by testing. A root cause was not determined because the reported failure could not be replicated. The reported lot number for this complaint is "unknown." The following device history record was conducted based on the possible lot numbers determined by identification of the smartsites on the samples submitted. A device history record review for model 2426-0007 lot number 23089044 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23089045 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23089046 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material#: 2426-0007, batch#: unknown. It was reported by the customer that infusion set checked at 1030am with 150cc noted in IV bag of d10w @ 10cc/hr.1155am pump alarmed and air-in-line noted, bag was empty. Line cleared of air after new 250ml bag d10w hung around 12n. D10w at 8cc/hr. Continued. 1300 IV site checked and bag with fluid noted. Baby fed at 1400pm and IV infusing normally on pump. Pump alarm noted "air-in-line" again at 3pm and bag empty and wetness noted under drip chamber upon investigation and on counter under pump more fluid noted. IV infusion set appears to be leaking from under drip chamber. No harm to baby but am reporting in case this is not an isolated event and other rn's note similar problem indicating possible manufacturing defect in this lot. I've never seen tubing leak from this place before. Verbatim: uva ID# (B)(4) (please reference this number in future communication). Issue: infusion set checked at 1030am with 150cc noted in IV bag of d10w @ 10cc/hr.. 1155am pump alarmed and air-in-line noted, bag was empty. Line cleared of air after new 250ml bag d10w hung around 12n. D10w at 8cc/hr. Continued. 1300 IV site checked and bag with fluid noted. Baby fed at 1400pm and IV infusing normally on pump. Pump alarm noted "air-in-line" again at 3pm and bag empty and wetness noted under drip chamber upon investigation and on counter under pump more fluid noted. IV infusion set appears to be leaking from under drip chamber. No harm to baby but am reporting in case this is not an isolated event and other rn's note similar problem indicating possible manufacturing defect in this lot. I've never seen tubing leak from this place before defective product: bd alaris pump infusion set ref#(B)(4) (no lot number reported). They have the defective product. If a return label can be e-mailed to us, then they can mail it in for a quality review. Response received on 16-oct-2023. Can you please advise the incident date? (B)(6) 23. Response received on 17-oct-2023. What was the medication/fluid in use at the time of the event? The fluid running through the tubing at the time was d10w. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? The alaris pump channel is 8100.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: issue: infusion set checked at 1030am with 150cc noted in IV bag of d10w @ 10cc/hr.. 1155am pump alarmed and air-in-line noted, bag was empty. Line cleared of air after new 250ml bag d10w hung around 12n. D10w at 8cc/hr. Continued. 1300 IV site checked and bag with fluid noted. Baby fed at 1400pm and IV infusing normally on pump. Pump alarm noted "air-in-line" again at 3pm and bag empty and wetness noted under drip chamber upon investigation and on counter under pump more fluid noted. IV infusion set appears to be leaking from under drip chamber. No harm to baby but am reporting in case this is not an isolated event and other rn's note similar problem indicating possible manufacturing defect in this lot. I've never seen tubing leak from this place before defective product: bd alaris pump infusion set ref# (B)(4). (No lot number reported) they have the defective product. If a return label can be e-mailed to us, then they can mail it in for a quality review.